Event description:
The customer stated that a battery was dead but has not yet expired. They did not report that this event occurred during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 09/24/2015 and placed into service on 12/11/2015 with battery pack serial number (B)(6). On 03/01/2018 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until 03/01/20 when a series of replacement battery packs were inserted. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.